Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. The sample was examined and found no visual discrepancies. A leak was detected between the valve and pilot balloon when a syringe was used to inflate the cuff and submerged under water. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The cuff assembly operation was reviewed and the inflation line assembly operation was reviewed with no discrepancies found. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Previous complaints, nils's machine, production and quality were reviewed in order to identify the root cause. Based on the evidence, the complaint was confirmed and the root cause being manufacturing. The most probable manufacturing root causes are reported as solvent missing between pilot balloon and valve, inconsistency in the application of thf in the nils, and lack of detection by the production personnel on the leak test area.

Event description:
Information was received indicating that an air leak occurred to a smiths medical portex® blue line ultra® tracheostomy tube. Air was injected but reports that the cuff pressure sharply drops over time. Subsequently, the tube was exchanged out and the leak was resolved. There were no reported adverse effects.